Event description:
It was reported that an inflatable penile prosthesis (ipp) had extruded. The extrusion occurred on the right side of the body between the scrotum and the inguinal ring. A mulcahy washout was performed following the ipp removal. During the removal procedure of the ipp, the surgeon proactively explanted and replaced an existing artificial urinary sphincter (aus) for fear of an infection. The surgeon implanted the replacement cuff at a different site on the urethra. The explanted aus was retained by the hospital. The surgery was completed without any further complications. The patient was prescribed post operative antibiotics. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.